Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 402 mg/dl and above 400 mg/dl. Customer does not allege insulin pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin shots. Customer was neither in emergency room, nor admitted into hospital. Customer doesn¿t want to troubleshoot. Customer alleging possible insulin pump was under delivery because she was using the same amount of insulin from her insulin pump via shots and shots was working better. The insulin pump will not be returned for analysis.